Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient (age and gender unknown) the device's display blanked out and the unit shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.